Event description:
Caller reported her son's blood glucose results of "400 something" mg/dl on compact plus system 1, "200 something" mg/dl on compact plus system 2 within 10 minutes. No information was provided for compact plus system 2. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.